Event description:
Piv (peripheral intravenous catheter) fluids hung during admission into a baxter IV pump. After approximately a minute the pump began to alarm reading that the rate might not be accurate but will continue to administer. Rn stopped the pump, clamped the fluids, and got a new pump for the IV fluids.